Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with the pump riding high. A revision surgery was performed, during which the physician confirmed the pump was positioned close to the shaft with insufficient tubing. The device was explanted and replaced, and a new pump was positioned appropriately within the scrotum. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100786176. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).